Event description:
It was reported to philips that the system displayed a blue screen and was unable to boot to the application. The user performed two full reboots to resolve the issue. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.